Event description:
On call, reporting within in 24 hours, spontaneous call from pt stating cap to attach syringe is broken. Pt used duct tape to attach the night before and pump was infusing. The next morning pump had stopped. Pump was in use at the time of malfunction. Pt switched to backup pump with no side effects or lapse of infusion. Sending replacement pump, pump was actually (B)(6) pump and pt insists the serial number is (B)(4). Not (B)(6) pump so pt will not return to (B)(6). Reported to (B)(6) by pt/caregiver.